Manufacturer narrative:
(B)(4); the explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no irregularities to contribute to the field observations. No telemetry could be established with the device. The device case was removed to facilitate inspection of the internal components. The battery fuse was tested and found to be open; this was confirmed via x-ray. An ammeter was used to bypass the battery fuse, and the device was able to be powered up normally. The device was able to communicate with the engineering programmer. A full energy charge was performed, with normal current drain and normal charge times. Laboratory analysis determined the cause of the inability to interrogate and inability to generate tones with a magnet was due to the open battery fuse. However, the cause of the open fuse could not be determined, as the current drain of the device during testing was normal.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after feeling an odd shocking/twinging sensation from the device. At the hospital, the device could not be interrogated and no tones were generated when a magnet was applied. A second programmer was tried, without success. The patient was released home with a life vest and a replacement procedure was planned for the following week. Boston scientific received additional information that this device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after feeling an odd shocking/twinging sensation from the device. At the hospital, the device could not be interrogated and no tones were generated when a magnet was applied. A second programmer was tried, without success. The patient was released home with a life vest and a replacement procedure was planned for the following week. Boston scientific received additional information that this device was successfully explanted and replaced. No additional adverse patient effects were reported.